Event description:
The facility reported a colleague infusion pump with failure code 403:317:864:0000. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 403:317:864:0000 was confirmed in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause was provided during product evaluation, and no repair was necessary for the reported condition.the device has not previously been serviced for the condition of failure code 403:317:864:0000.a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).